Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple alarms occurred. Review of pump history confirmed that multiple altitude alarms and temperature alarms occurred. The alarms were cleared and insulin delivery was resumed. Reportedly, there was "white powder" around the pneumatic tap. There was no reported impact to the customer's blood glucose level.